Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the incorrect shock advised determination. The issue related to the missing magnet was verified. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device made a shock analysis determination for a rhythm that was believed to be non shockable. Furthermore, it was observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device made a shock analysis determination for a rhythm that was believed to be non-shockable. Furthermore, it was observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue through analysis of electronic record. A cause of the reported issue could not be determined. Stryker field service representative confirmed the missing magnet issue and the cause of the reported issue was isolated to the lid assembly.